Event description:
It was reported that the right atrial (ra) lead had low impedance and low sensing. It was also reported that the right ventricular (rv) lead was undersensing and sensing the rv spikes. The ra lead was attempted to be repositioned however the lead was still only sensing rv spikes. A new ra lead replacement was attempted and the lead was only sensing rv spikes. The device was reprogrammed with sensitivity higher until a transplant can be performed. Both ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).